Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were not returned to manufacturer. Note: manufacturer contacted customer in several follow-up calls to ensure customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer called for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 01/31/2018 and test strips are part of recall; customer has two vials of same lot number. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix product line.

Manufacturer narrative:
Sections with additional information as of 10-dec-2021: meter and test strips were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.